Event description:
Patient allegedly received the suprarenal celect filter on (B)(6) 2016 via the right internal jugular vein to protect against potential pulmonary embolism due to clot in infrarenal ivc filter (per medical records). Per the suprarenal ivc filter placement: "impression: the patient had an inferior vena cava filter placed in 2014 [(B)(4)] prophylactically prior to hip surgery processes patient had a remote history of dvt and pe). Initial ivc placement films demonstrate a cook select filter in good position well centered within the ivc. The patient has been asymptomatic. [They] [deny] leg swelling. The patient was referred for inferior vena cava filter removal. An inferior venacavogram demonstrates the filter to be significantly tilted towards the right caval sidewall with its tip either along the right caval sidewall or within the right renal vein. In addition there is clot within the cone of the filter protruding above the level of the filter. Given the above findings, the patient was felt to be at significant risk significant risk for significant pulmonary embolism. This was discussed at length with the patient. A suprarenal filter was then placed above the level of the clot to protect [them] from a potential pulmonary embolism. The patient was placed on a noncardiology protocol heparin drip to prevent any further clot formation". "The decision is made to place a suprarenal filter to protect the patient from the clot above [their] infrarenal filter [(B)(4)]. The catheter was removed over a wire. The delivery system sheath was advanced into the suprarenal ivc. The filter was deployed under fluoroscopy". "Fluoroscopy demonstrates good deployment of the filter struts". Per a medical opinion of imaging: "findings: review of the medical documentation revealed that [patient] underwent the successful infrarenal placement of an initial cook celect retrievable inferior vena cava filter system on (B)(6) 2014 [(B)(4)]. On (B)(6) 2016, [patient] underwent the suprarenal deployment of a ¿well-centered¿ second cook celect retrievable inferior vena cava filter system [this report]. A review of the medical documentation described the original indwelling infrarenal ivc filter as demonstrating 45 degrees of lateral angulation during the ivc venography portion of the (B)(6) 2016 ivc filter deployment. In addition, it was noted that the original infrarenal ivc filter apex was above the right renal vein suggesting superior migration when compared to the (B)(6) 2014 procedure report. Furthermore, there was thrombus noted within the infrarenal ivc filter cone which extended superiorly. Lastly, the infrarenal ivc filter was described as tilted against the ivc wall or within the origin of the right renal vein. There was no further comment regarding any ivc filter penetrations or component fractures".

Manufacturer narrative:
G4 (510k): k211875. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: non-specific allegations. Unknown if the reported non-specific allegation is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4 (model #). Additional information: b6, b7. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the event has been received since the date of the last report.

Manufacturer narrative:
Non-healthcare professional: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2016, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.